Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the r wave and p wave values decreased post implant. The physician is seeing this type of issue especially in the df4 leads. The leads remain in use. No patient complications have been reported as a result of this event.